Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As a result of the device investigation, olympus has concluded that the damage to the ultrasonic probe was likely caused by external forces being applied through improper handling. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: important information ¿ please read before use. Warnings and cautions (p.7): warning "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.".

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the probe unit pink rubber had a deep cut. The glue on the cover and light guide was found cracked. The image and scope connectors were found with corrosion after aeration. The control knob contained low tensions. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that no image was showing on a videoscope. There was no patient involvement or injuries reported. No additional information has been obtained.